Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was received: what is the procedure name? Already informed initially. Was there any delay in the procedure as a result of this event? If so, how long (in minutes)? Yes. Not informed. If there was any delay in the procedure, please clarify if there was any change in the patient¿s intra-operative or post-operative care? There was no change. What is the most current patient status? No information. Confidential.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? Was there any delay in the procedure as a result of this event? If so, how long (in minutes)? If there was any delay in the procedure, please clarify if there was any change in the patient¿s intra-operative or post-operative care? What is the most current patient status?

Event description:
It was reported that a patient underwent a procedure for redirection of blood flow with anastomosis to the right with a heart defect tube flap on (B)(6) 2023 and suture was used. During the procedure, the suture thread came out of the needle/detached, making it necessary to perform an image examination to locate the needle in the patient's cavity. The procedure was completed successfully. There were no adverse patient consequences. Additional information was requested.